Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 154 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. No button error alarm was noted during testing. No further testing could be performed due to unresponsive buttons. The insulin pump was also received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.